Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: event date unk, reported as possibly 4-6 weeks prior to the report date. It was reported to boston scientific corp that a resolution clip device was used during a hemostatic clipping procedure. According to the complainant, during the procedure, the resolution clip device would not deploy. It was noted that the clip remained attached to the device. The procedure was completed with a second resolution clip device. There has been no report of pt complications or injury. Pt's status post procedure was reported as stable.